Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) issued a red alert on the latitude system due to a high shocking lead impedance. No adverse patient symptoms were reported. The local boston scientific sales representative was contacted for further information regarding this event. No additional information was made available from the field. The device was later explanted due to normal battery depletion.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.